Manufacturer narrative:
Product ID 3778-60, serial# (B)(4). Implanted: (B)(6) 2011, product type: lead. Product ID 3778-60, serial# (B)(4) implanted: (B)(6) 2011, product type: lead. Product ID 37743, serial# (B)(4), product type: programmer, patient. Product ID 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that a patient had a depleted battery. It was stated that because of the patient's health, loss of mobility, and weight gain, it had become difficult for her to recharge her batter. Therefore, a replacement of the battery was performed. It was stated that there were "no signs or symptoms". It was noted that an examination and palpitation of the area had happened on (B)(6) 2012 and that was when it was decided that it was necessary to revise the battery. The surgical repositioning happened on (B)(6) 2013. It was reported that the patient recovered without sequela. Additionally, it was reported that the patient had physical difficulties with recharging and was unable to recharge. The patient needed to change to a non-rechargeable battery.